Event description:
Pt had low bp, started on neosynephrine. Didn't help bp, infusing 100cc/hr. Md gave bolus, bp alarmed it wasn't working; attempted to restart x2. Took cuff off and restarted with bp 156/. Rapidly weaned off neo, bp ok for awhile, then down to 80's. Took bp with different machine with bp 120/.